Event description:
The patient has a scs system which includes two leads from the same lot. It was reported the patient was not receiving effective stimulation. X-ray imagery confirmed both leads had migrated. The patient underwent a surgical lead procedure where two leads were explanted and replaced with one new lead. The patient is not receiving effective stimulation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.